Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure what were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications. Product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Was any mesh removed when found in (B)(6) 2020? Mesh exposure site/location in (B)(6) 2020? Describe any medical/surgical intervention for exposure including dates and surgical findings. What is the patient's current status? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a sling procedure due to urinary stress incontinence in (B)(6) 2017 and mesh was implanted. In the weeks after the mesh sling operation, the patient experienced bleeding, sensation of infection from vagina and abdominal pain, but the doctor cannot find anything objective. In (B)(6) 2017, at the 3-month control/check-up, the patient does not have any symptoms and the patient is urinary continent. In september 2020, the patient underwent a total laparoscopic hysterectomy and the doctor found eroded mesh under urethra. The patient was referred to for a follow up. In late (B)(6) 2020, at pelvic examination, a erosion in the mucosa with underlying mesh is found. The patient did not feel anything and control was agreed after 3 months. In (B)(6) 2020, at further pelvic examination, the mesh erosion is now seen from center and slightly to the right. The patient was recommended surgery with closure of the mucosa under antibiotic cover. In addition, estrogen cream was recommended daily up to the operation and 3 months after. At the end of (B)(6) 2020, the patient underwent a procedure where the mucosal edge was cleaned up and the mucosa was closed. Antibiotics were prescribed for a week. Additional information has been requested.